Event description:
Information was received indicating that part of the silicone ripped off to a smiths medical portex® bivona tracheostomy (trach) tube upon rotating the connector. It was reported that there was difficulty rotating the connector off which led to part of the silicone ripping off underneath the trach. There were no reported adverse patient effects.